Event description:
During a remote follow up, episodes of post sensed t wave oversensing due to pseudofusion were noted on the device. Reprogramming was recommended to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.